Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 a patient experienced a hypoglycemic event and required medical attention. Patient was found unconscious in her flat. The patient was brought into hospital on (B)(6) 2014 and treated with glucagon. The patient reported that the readings of the sensor were accurate. Patient's low was set at 70 mg/dl. At the time of the call, patient was out of the hospital and feeling well.